Manufacturer narrative:
D10. G4: supplemental #1 g4 date: 09/14/2020. H2: follow up #1 type: device evaluation h3.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted quickly. Subsequently, a malfunction alarm occurred. Customer's blood glucose level was 54-500 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy